Event description:
Report received indicated pt developed fluid filled blister near "6 to 7 o'clock" area of the stoma. The report stated the blister burst and has drainage. Blister is currently being treated with antibiotics. Skin care regime was also reviewed with pt. Pt did seek med advisement for further treatment. Pt outcome was not noted.

Manufacturer narrative:
Convatec in submitting this report as a result of remediation activities related to the FDA 483 issued april 16 2014. Device listed in this report is used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.